Event description:
It was reported that the ventilator stopped ventilating while on patient. The ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. The patient saturation decreased to approximately 60%. Final patient outcome was no injury. Manufacturer's ref.:# (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The evaluation of received ventilator logs confirms the generation of the reported technical error codes once on the reported event date aug 31, 2022 and log posts indicating stop of ventilation. The breathing software stops executing as a safety measure and alarms are generated. The safety valve opens and spontaneous breathing is enabled. Previous investigations of similar events have shown that flash memory on the breathing control pc board on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in a software release 4.4. A field action to upgrade ventilator software began in june 2022. H3 other text : 4117.